Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the plunger end was ¿broken¿ as it was not round as normal. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received 2 pictures for investigation. Upon visual inspection of the two pictures received it can be observed the thumb press of the plunger from two 50ll syringes is broken. DHR of lot 1711221 has been reviewed not finding any annotation or deviation regarding the alleged defect. Plungers were damaged because they were hit or any obstruction happened in equipment or transport systems during assembly process. The areas where pieces run in our manufacturing process are protected and soften to avoid damage in the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures ((B)(4)): 1.visual inspection molding: 2 injections per shift printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2.functional inspection. Printing: once in the first pallet and once in last pallet of the lot.. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Investigation conclusion: plungers were damaged because they were hit or any obstruction happened in equipment or transport systems during assembly process.